Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information and the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on january 8, 2018. Patient had arteriogram, peripheral below the knee. Doctor met resistance during deployment, however, hemostasis was achieved with the device. They held manual pressure for a few minutes. When the patient returned to hospital she was not treated in cath lab.

Manufacturer narrative:
Patient identifier - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record was unable to be conducted due to the unknown lot number. This report is for the second device reported. Please see MDR 2243441-2017-00224 for the first device used on the same patient.

Event description:
The user facility reported difficulties with the involved angio-seal evolution device. The following information was provided by the user facility: product was deployed in patient. Product was very jerky on deployment. Hemostasis was not achieved. Patient was later discharged from facility. Patient returned to hospital later that evening for further access site management. Patient is stable, and there was less than 250 cc blood loss. No surgical intervention was needed. Further site management was performed. Additional information was received on december 8, 2017. The doctor said the device was extremely resistant with the initial pullback. He felt as if the entire device was going to pull straight out of the patient's groin. However, hemostasis was achieved in both groin access sites in the lab. The patient was discharged back to the nursing home later that same day only to return with right groin access site bleeding and hematoma. The patient was treated in the hospital for two days. Three days following the second discharge, the patient returned for hematoma and bleeding complication in the left groin. The patient was treated immediately on arrival only to expire a few hours later due to blood loss. The doctor said both devices had the same malfunction.